Manufacturer narrative:
This is the second of four submissions for the same patient event. The others are 1220246-2016-00441 ((B)(4) (B)(6)), 1220246-2016-00443 ((B)(4) (B)(6)) and 1220246-2016-00444 ((B)(4) (B)(6)). No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Lot number was not provided so device history record review cannot be performed. Per customer device will not be returned.

Event description:
It was reported via an arthrex website inquiry that a patient with a screw and plate in her ankle needs to have it removed. Surgeon reported to sales rep that a screw is backing out. The original surgery took place (B)(6) 2014 on the right foot by a different surgeon at a different facility. The devices are reported to be an arthrex 6.5 mm cannulated screws and 4.5 cannulated screws with an h-plate and locking screws. Additional information obtained on 09/27/16: revision procedure was performed on (B)(6) 2016 to remove the ar-8942r-m, h-plate ((B)(4) (B)(6)), and the screws, ar-8935-24, lo-pro screw, qty 1 ((B)(4) (B)(6)), ar-8935l-26, locking screw, qty 1 ((B)(4) (B)(6)) and ar-8935l-30, locking screw, qty 2 ((B)(4) (B)(6)).